Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based information available. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on an unknown date in 2023. A computed tomography (CT) scan in (B)(6) 2023 showed no problems with the hydrogel. The patient received stereotactic body radiation treatment (sbrt) and responded well until (B)(6) 2023, when he presented with mucus and bowel movements three times a day, along with bright red blood per rectum (brbpr). The patient was prescribed flomax and anusol. The patient's condition had not significantly improved. Later, the pelvic MRI (magnetic resonance imaging) conducted on (B)(6) 2023, revealed that the spaceoar had been placed in the rectum. As a result of the rectal infiltration, the patient was referred to a colorectal surgeon, who was able to detect a perforation in the rectum. The patient reported seeing gelatinous material from the rectum. The patient was prescribed antibiotics due to severe pain. The physician noted that a hydrogel was protruding from the rectum and attempted to remove it. It was noted that the patient was likely getting a peri-rectal infection. During subsequent hospital visits, the patient's condition slowly improved, and the hole began to close.